Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly. The corroded motor assembly was noted during the visual inspection. They were unable to confirm the clock monitor frequency error alarm, displayable history crc check failed on startup alarm, unexpected restart alarm, and external ram crc error alarm, battery out limit alarm, and off no power alarm due to the blank display. They were unable to perform the functional test due to the blank display. The pump was also received with a minor scratched lcd window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that once the pump stopped the initialization process, the pump alarmed with a battery out limit alarm. After clearing the alarm, the customer got an unexpected restart alarm. Customer then received an off no power alarm after clearing the alarm. Customer also had a clock monitor frequency error alarm twice, a displayable history crc check failed on startup alarm, and an external ram crc error alarm in the alarm history. Customer stated that the screen is clouded and it looks like there is condensation in it. Customer stated that the pump will count from 1 to 2 and then it beeps. Customer stated that the pump alarmed after a battery change. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer was advised that the pump will be replaced. Customer mentioned that she was working in the yard and it was humid outside at the time of the incident.